Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not vibrating or declaring an audible tone. Blood glucose level was in the 250's (mg/dl). Reportedly, the customer continued using the pump for insulin therapy.